Event description:
When the user opened the pouch, the fiber was bent/broke. There was no contact/harm to the pt. The user opened a new kit and completed the case.

Manufacturer narrative:
The returned fiber sample was evaluated and the complaint was confirmed, the returned product was broken into 2 pieces. Further investigation of the sample under magnification showed a clean break. This indicates that there was trauma/force applied to the fiber causing break. The exact cause of failure, force applied to the fiber, could not be determined. The event will be trended and monitored by angiodynamics complaint handling department. (B)(4).